Event description:
Procedure: according to the reporter: during the middle of the surgery, the device misfired and the surgeon had to re-do the anastomosis. No further patient or incident report has been provided. Efforts have been made to obtain additional information from the facility.